Event description:
It was reported that a couple days after implant, the atrial lead was dislodged. The lead was repositioned and remains in use. The patient is enrolled in the panorama 2 clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: sedrl1, implantable pulse generator, (B)(6) 2013; 407458, implantable pacing lead, (B)(6) 2013. (B)(4).